Manufacturer narrative:
Date of event is an approximation. PMA/510k: similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed on an unknown date. Confirmation pcr testing (bosch vivalytic) was performed on an unknown date which generated negative results (sample type unknown). No further information regarding symptoms, health impact or outcome.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1060799 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1060799 and test base part number 190-430 / lot 1060799. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1060799 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.